Event description:
On 2024-11-04, the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that the patient was noted to have left-sided weakness and eye deviation on (B)(6) 2024. Head CT scan performed on the same day showed acute to early subacute infarct involving the right posterior mca distribution with an aspects score of 6/10. The patient also experienced seizure activity that has continued. An additional CT scan showed evolving right mca infarct without evidence of hemorrhagic transformation and minimal local mass effect. According to the site, the berlin heart excor blood pump pu valves; 15 ml in/out; ø 9 mm functioned as intended, filling and emptying appropriately for the clinical condition. Deposits were noted in the pump.

Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn: (B)(6) was in use on the patient for 49 days from on (B)(6) 2024 until the time of the pump exchange on (B)(6) 2024. The event occurred on 2024-10-31 (37 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, sn: (B)(6) and the pump was produced according to our specification. The other event which occurred on 2024-11-08 from the same pump associated with this patient will be submitted as 3004582654-2024-00060. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
The excor blood pump, s/n (B)(6) was returned to berlin heart gmbh on 2024-11-26 for investigation. Berlin heart performed a variety of examinations including visual analysis, functional test, noise emission and internal examination of the membrane system. During the initial visual inspection, the dimensions of the pump housing, and weight were measured and recorded. All three membrane layers were individually examined through a destructive test. The valve leaflets were evaluated and a carmeda layer test was performed. The blood pump was later cleaned and disinfected to test its functionality and the noise emission. The remaining parts of the cannulas and the driving tube were removed for this test. The pump performance met the specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. Operating noises heard during the test could not be assessed as abnormal sound. The dimensions of the blood pump were measured. They correspond to the average of a pump (B)(6). For internal examination, the blood pump was disassembled, and the individual membrane layers were examined. All the three layers were intact with uniform graphite distribution. The stabilization ring was without any defects. The valve leaflets were free of breaks and the edges were not frayed. The surface in the blood-carrying area of the blood pump was examined. No residues of deposits were found. The surfaces were smooth and undamaged. A heparin coating was present. Neither a defect nor a malfunction could be detected. All examinations revealed no abnormalities. The blood pump met its specifications. There was no correlation between the two events documented in 3004582654-2024-00058 & 3004582654-2024-00060. Detailed failure investigation report is attached.